Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported left side of ¿severe contracture, significant asymmetry of the breasts and pain¿, ¿contracture baker grade IV to the left", "with double capsule, thick and hard capsule", associated with an episode of daily pain, not attenuating with oral analgesia, constant pain, reaching days, incapacitated to carry out work activities¿, "enlarged inframammary lymph nod", "alteration/displacement of prosthesis", "small amount of liquid around it", "radial folds compatible with folds". Device has been explanted.